Manufacturer narrative:
Phone: (B)(6). (B)(4). Device evaluation: the system was evaluated by a field service engineer. The field service performed a 3-month preventive maintenance and system was checked. System verification, device within specifications. A review of the records related to this equipment that included labeling, manual, trending, and risk documentation reviews for this equipment were performed. Equipment labeling provides possible complications that can be caused by the surgical/treatment procedure being performed. The trend review shows that there is not a recognizable adverse trend. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. There was no product deficiency identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
During scheduled preventive maintenance visit it was reported to johnson & johnson surgical vision that there was an intralase procedure done days earlier, on (B)(6), in which the doctor was unable to lift the flap. The doctor believed the laser did not perform the side cut. At that time, they tried to do a side cut only (to be able to lift the flap) and the system gave an error message. The affected eye was the right eye. The left eye was completed without issue. Rx: +2.25 -3.75*145 visual acuity 1.0; 1 day post flap issue visual acuity: 1.0. The doctor decided to complete the treatment on (B)(6) 2021 and the patient is doing well. Uncorrected visual acuity (ucva) 0.9.